Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low speed operation and a pump stoppage. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings are indicative of a potential driveline issue; however, a direct cause could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2023. The log file captured low speed operation and a pump stoppage on (B)(6) 2023 while supported by external batteries. Low speed alarms and driveline disconnect alarms were recorded during the abnormal pump operation. Of note, with system controller software version 7.23, issues with the driveline can result in false driveline disconnect alarms. The pump regained speed following the event and operated at or above the low speed limit for the remaining duration of the log file. The relevant sections of the device history records for (B)(6) , original driveline, serial number 63211, and replacement driveline, serial number 11260 were reviewed and showed no deviations from the manufacturing or quality assurance specification. The heartmate ii lvas instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a red heart alarm with a low speed/ driveline disconnect notification twice. The event occurred when the patient was reaching under a desk at work. They were momentarily symptomatic with lightheadedness. The patient was on an orange cable with unsuccessful previous clamshell driveline repair and was reportedly unable to do another one. The log file captured low speed events and a pump stop on (B)(6) 2023 at 1652 while on battery power. The event might be the beginning stages of a phase to phase short with a possibility of pump stops on any power source. It appeared that the wire causing the short to shield had progressed to two or more wires causing further pump stops. However, the patient was using an older controller with older software, and it was not uncommon to see driveline disconnects with pump stops even though the driveline was not disconnected. It was recommended to immobilize the external driveline to try and prevent further pump stops.

Manufacturer narrative:
Previous clamshell repair is reported under MFR # 2916596-2020-05686. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.